Event description:
It was reported that the right atrial (ra) lead exhibited undersensing of sinus beats. Moreover, clinic evaluation determine p wave amplitude and setting an ra sensitivity with appropriate safety margin. Lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).